Event description:
In 2008, the distributor reported that during surgery, the surgeon asked for a polyaxial 6.5 x 45mm screw. The nurse had already engaged the screw to the driver. When the surgeon checked the size and requested a different sized screw, the nurse tried to take off the screw from the screwdriver, but the screw could not be removed; they were stuck together. Upon trying to separate them, the screwdriver broke. The surgeon was able to finish the case with another driver that was in the kit.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Evaluation is pending upon the return of the product.